Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph of a device. The photo depicts the device with a clear view of the broken insufflation port. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related condition. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the structural balloon was used to maintain working plane and place scope in during a laparoscopic inguinal hernia procedure, the valve seal was damaged. They used a new structural balloon to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device with the appropriate packaging and one photograph of the device. The photo depicts the device with a clear view of the broken insufflation port. The visual inspections of the device noted that the inflation port was cracked. The balloon, lock collar, valve seal and doors appeared intact. The obturator was received. The inflation bulb was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.